Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (50 mg/ml at a dose of 2.99) via an implantable pump for unknown indications for use. It was reported that during a normal pump replacement, the healthcare provider tried to aspirate the catheter intra-operative and was unable to. They tried to replace the pump connector piece and aspirate again, but was still not able to. They ended up replacing it with an 8780 catheter. There were no known factors that may have led or contributed to the issue. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.